Event description:
It was reported that there was a last error code 1821, and there was case and lens damage. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found cracked case/scratched lens. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was motor. The service history review had no indication that the complaint was related to a service of the device within the review period. The motor was replaced, and the device passed all functional testing after repair.